Manufacturer narrative:
A complete lead was returned in two pieces. The ptfe coating of the stylet was found stripped and was bunched up in the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.

Event description:
New information received notes that the left ventricular lead exhibited conductor fracture.

Manufacturer narrative:
Additional information : b5; h6 - device, results, and conclusions codes.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for a device implant procedure. After placing the left ventricular lead, the stylet was unable to be removed due to lead pin detachment. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.